Event description:
Sculptra dermal filler has destroyed my health functionality and my appearance. I visited my esthetician as usual without any anticipated negative idea that anything horrible could occur I had not been informed about this dermal filler and its irreversibility. I had allergic reactions and still I am not functional 10 days later. My lifes been ruined. I'm unable to stay awake. My symptoms are stroke like pinging in my head. Tmj tightness, swelling, itching, eye twitching, and my extreme fatigue. It is just awful. I did not sign anything but the laptop like device to pay for this debilitating experience. I have no exit. Im allergic verification at local (B)(6) emergency room. I was given steroids and I am on day 10 still unable to be functional. I feel I've had my life ruined because ill never reverse the injection of the substance im allergic to. It has disabled my health and has destroyed my appearance. I feel inferior with my face looking so destroyed. CT scan depicted obvious swelling in sinus and of temporal jawline swelling of facial areas.